Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
Additional contact information: event site information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and fault detected although the mechanical pressure gauge indicates the presence of helium, the indicator on the display indicates its lack. Works carried out: troubleshooting. Faulty front end board detected. Repair not completed. Since the equipment has been out of support since 2016, spare parts are no longer available. Available. It is therefore no longer repairable and its disposal is recommended. Equipment has been out of support since 2016, the spare parts are no longer available . It is therefore no longer repairable.

Event description:
It was reported that during a before use checkup, the system98xt intra-aortic balloon pump (iabp) machines pressure gauge does not work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.